Event description:
A nurse reported a system did not have enough suction power during the endo-phacoemulsification. There was no reflux-return flow and a capsular rupture occurred. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed. A sample is in transit to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: the system and the handpiece were examined and the reported event of ¿no suction power¿ was not replicated. A company representative did not indicate finding any issue with the handpiece. The system and the handpiece were tested and found to meet specifications. The system and the product met specifications at the time of release. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends show that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively.

Manufacturer narrative:
Additional information provided: evaluation summary: a fragmentation handpiece was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. Functional testing of the handpiece was conducted according to the relevant sections. The ground resistance, priming and tuning, and 5-minute run tests all met specifications. The stroke length measurement was found to be below specification (2.41 mils), indicating low phaco. Additionally, an aspiration passage fluidic flow test was conducted and no problem was found (68.5 cc/min). The handpiece was then disassembled but no visual nonconformities were found. The root cause cannot be determined conclusively.